Manufacturer narrative:
The investigation for the reported ventricular fibrillation/ventricular tachycardia (vf/vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vf/vt could not be determined. The instructions for use for the impella cp with smart assist system & impella 5.5 with smart assist for use during cardiogenic shock in section: potential adverse events (united states) states ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ d4-updated model number.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry regarding a 71 year old female patient presenting with acute myocardial infarction and cardiogenic shock for impella support. After support, approximately 2 minutes post removal of the device, the patient became hypotensive and tachycardic. Pericardial effusion/cardiac tamponade was noted. The allegation comes with a "possible" relationship to the impella device. Intervention was administered via a pericardiocentesis and CPR, however, the patient expired.

Manufacturer narrative:
B5: revised with additional information received from the clinical site. H6: revised to reflect the additional information received d6a and d6b revised from the initial submission in accordance with updated procedures on manufacturer device report 1220648-2024-09830. F6/f8: should have been left blank on manufacturer device report 1220648-2024-09830. G1: reporting contact email revised on manufacturer device report 1220648-2024-09830 in accordance with updated procedures. G1: reporting contact fax number was missing on manufacturer device report 1220648-2024-09830. H6: component code revised from the initial submission in accordance with updated procedures on manufacturer device report 1220648-2024-09830.

Event description:
Additional information received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured cardiogenic shock- worsening with a "possible" relationship to the impella device used: ¿the patient was diagnosed with cardiogenic shock, scai stage c. Despite mechanical circulatory support via the impella cp and other life-saving measures, the patient failed to recover. On (B)(6) 2024, the patient had the impella cp removed and became symptomatic for cardiac tamponade (reported separately). During the pericardiocentesis, the patient developed ventricular fibrillation. Brief CPR was administered as well as unsuccessful direct current cardioversions. Time of death was called at 1646.¿. The patient outcome fatal.